Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2020. A total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 49 was recorded at 07:17:25 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 07:27:25 am to 07:37:25 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 07:17:25 am on (B)(6) 2020. On (B)(6) 2020, at 6:40:34 am, user received an automatic bolus per the user¿s personal profile of size 1.15 units. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 53 was recorded at 01:42:16 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 01:37:15 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 11:42:20 pm date: (B)(6) 2020 iob: 3.38 requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 47 mg/dl was entered into the pump by the user on (B)(6) 2020 at 11:42:56 am. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 11:31:52 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 05:46:55 am date: (B)(6) 2020 iob: 2.04 requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.